Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The reported issue of electrical burning smell was confirmed through visual inspection but not duplicated during the evaluation performed by the pal (product analysis lab). The device failed the homechoice rite (return instrument test / evaluation) functional test for being received inoperative and also for power up verification. The device passed the rite electrical test. The pal evaluated the device. The device would not power up. The main input fuses were found to be blown. Internal inspection revealed the j4 header (heater pan) on the accomp board exhibited signs of overheating. The heater pan harness was disconnected from the accomp board and the device was cycled several times with no problems encountered. The assignable cause for the electrical burning smell was determined to be an overheated j4 header on the accomp board due to a poor connection. The device's service history record was reviewed and no issues were identified that may have contributed to the poor j4 connection. Device has been sent to servicing for correction and heater pan and accomp pcb will be scrapped. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A care giver (cg) contacted global technical services (gts) about a home choice (hc) unit smelling like electrical burning during dwell. The cg stated they turned the hc off. The technical service representative (tsr) arranged for a swap of the device. There was patient involvement but no injury of medical intervention reported.